Event description:
In 2009, customer reports protime inr 1.5 vs lab inr 2.65. Patient therapeutic range 2.0 - 3.0 inr. Adjustment in coumadin dosage altered based upon lab result. Customer stopped using protime instrument as of 2009.

Manufacturer narrative:
Manufacturer's conclusions code - manufacturer evaluation / investigation currently in process.